Manufacturer narrative:
(B)(6). Bd received 95 samples from the customer facility for investigation. 24 samples were evaluated and the customer's indicated failure mode for stopper creepout with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Bd was unable to duplicate or confirm the customer¿s indicated failure mode with the samples provided.

Event description:
It was reported that stopper creepout/popoff occurred with the bd vacutainer® sst¿ ii advance tubes during pneumatic transport and while resting on a table. No injury or medical intervention reported.